Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take including exchange of controller for "controller failed" alarm. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
Information was received from the ventricular assist device (vad) coordinator at the hospital that the patient reported to the emergency department (ed) with a controller failure alarm. A controller exchange was performed and the patient was discharged. There was no effect on the patient.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed external visual inspection and functional testing. During the controller logs file review, it was observed a controller fault occurred in the week prior to the event date. Additionally, the log files reveal occurrences of non-consecutive premature switching events in the days preceding the event date. The reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. Heartware has opened an internal investigation to evaluate these reported events. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.